Event description:
It was reported following replacement of the ipg in 2008, therapy impedance values were high (>4000 ohms). The impedance values using electrodes 4-7 with the case was 1167 ohms. Bipole pairs using electrodes 4-7 were 2355 ohms. It was suspected there may have been fluid in the right ipg/extension connections. Additional information received indicated the high impedance values were found following a normal battery replacement. The patient experienced no symptoms. It was felt there was fluid in the connectors and that the efficacy of the therapies might be compromised. The information was given to the patient and the patient's family. The patient wanted to adjust his medication before the device was turned on. No intervention had been done at the time of this report. The patient outcome was reported as: no injury.